Event description:
A us distributor contacted zoll to report that a patient developed an injury while wearing lifevest equipment. Patient fell on their back and was injured while wearing the life vest. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
N/a.